Event description:
It was reported that the patient¿s bed turned his implantable neurostimulator (ins) off. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011-09-23, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v010563, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389-40, lot# v003144, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).